Manufacturer narrative:
(B)(4). Batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? In what surgical procedure was the device used? What color cartridge was used? Was the device difficult to fire? Were there any other stapling devices used in the procedure? Were there any staple formation issues noted in the primary procedure? Were there any staple formation issues noted in the secondary procedure? How was second procedure completed? What is the current patient status?

Event description:
It was reported that after an unknown procedure, the surgeon was using the device (the color of the cartridge is unknown) when dividing a colon. He oversews the stapleline. The day after the patient needed a reoperation related to a leak from the stapleline in colon. One device was discarded.

Manufacturer narrative:
(B)(4).